Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a trial patient and it was reported that the patient had pressure in the vaginal area and stimulation in rectal area. The patient reported that couldn¿t put pain medication in IV because blood pressure lowered, when increased gave percacept and by the time got home feeling changed so would have to increase it and it was to a point where didn¿t feel it and would go and no wouldn¿t feel anything and went to the bathroom but wasn¿t voiding like should be so kept increasing it. The patient reported taking an antibiotic pill twice a day. Additional information was received from the patient and it was reported that the patient didn¿t feel anything (stimulation) unless she turned it up and then she still didn¿t feel what would be stimulation but more like a pressure that was kind of hurting in the bike seat area. The patient reported that the problem was that in order to get symptom control she needed to have amplitude turned up to the level to where she experienced painful pressure. The patient reported that she had turned her stimulation up to 2.7 and at the time wasn¿t feeling anything and so at 9:38 she voided 75 and cathed 50 and at 11:15 she voided 150 and cathed 75. The patient reported that on the day prior to the report she voided 150 and cathed 50 and voided 225 and cathed 125. The patient reported that throughout her trial she had increased her from 0/7 to 2.8 and ended up lowering it to 2.6v where she didn¿t feel stimulation or pain. The patient reported that when she lowered amplitude her urine count, what she voided and cathed wasn¿t as good. The patient reported that based off everything she had read she was supposed to be feeling tingling in the pelvic area and wasn¿t feeling that. The patient reported that she had pain from surgery. The patient reported that she got the trial for urinary retention, fluid retention/not having the sensation to go to the bathroom and now with the trial had the sensation to go to the bathroom which she didn¿t have before and was voiding more than she did in the past but was still retaining some urine so she still had to cath. During the call, the patient decreased stimulation down to where she didn¿t feel it anymore and no longer had pain.